Event description:
During the premature ventricular contraction procedure, the catheters were advanced into the heart. It was noted that the mapping catheter would not steer to the right ventricle as expected. The physician tried removing the mapping catheter but the catheter would not retract into the short sheath at the femoral vein. It was thought that perhaps the catheter had become entangled so the other catheters were removed. Once the supreme catheter was removed, the mapping catheter was able to be retracted into the sheath and removed from the patient. Upon inspection, there was a burring noted on the distal tip of the mapping catheter. The catheter was replaced and the procedure was completed successfully with no further issues and no adverse outcomes reported for the patient.

Manufacturer narrative:
One bi-directional, curve d-f, sensor enabled, advisor hd grid mapping catheter was received for evaluation. The distal coupler was displaced and the pellethane tubing and splines were corrugated and torn. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the entanglement, torn pellethane tubing and displaced distal coupler remains unknown.